Event description:
Tech said the account told him the head will not raise. No one was involved with the bed and it is in the engineering department. Replaced the hydraulic manifold and the bed is now working fine. No injuries nor deaths reported.